Event description:
The facility representative reported a flo-gard infusion pump with a broken electric cable. It is unknown when this event occurred; however, it was reported to have occurred in the 4 a area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken electric cable was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken ac power cord. The ac power cord was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.